Manufacturer narrative:
During processing of this complaint, patient weight and complete event information were not requested due to patient not consenting to further contact. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error. Corrections: ¿date of event¿: estimated date has been entered which should have been entered in earlier report. In earlier report, the following should also have been included: patient experienced ineffective therapy. Initial reporter information updated report source: in earlier report, "health professional" should also have been selected.

Event description:
Related manufacturer reference number: 1627487-2020-49008. Additional information was received that surgery occurred to explant the system. The date of explant is unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended, due to unrelated medical issues. In turn, the patient's ipg became inoperable over time. As a result, the charging system was unable to locate the ipg as well as the patient programmer displayed an error message. Surgical intervention may be pending to address this issue.